Event description:
It was reported to philips that frequent 'geometry resting' errors during use on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced mvr low power board, clea extension board 2 and performed a reboot; monitoring ongoing. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).